Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that questionable bradycardia was observed while monitoring the patient. The patient's cardiac resynchronization therapy defibrillator (crt-d) was programmed to pace at a lower rate of seventy beats per minute but the patient's rate was in the thirties. The device remains in use. No further patient complications have been reported as a result of this event.